Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty was encountered when pushing medication through the y-site tubing of a clearlink continu-flo solution set with duo vent spike. This occurred during patient infusion using a non-baxter syringe. The reporter stated that there appeared to be no issue with the set when gravity was used to administer the medication. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.